Event description:
It was reported that the procedure was to treat a heavily calcified femoral artery. A 4.0 x 200 mm armada 35 was used for pre-dilatation. Two 4.0 x 150 mm supera stents were implanted overlapping. The first supera could not be deployed using the delivery system, so it was deployed by pulling and retrieving the catheter several times. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported deployment difficulty could not be confirmed as the stent had already been deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the historical data and a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Per the supera veritas instruction for use instructs that a vessel should be predilated to greater than 4.7mm when using a 4.0 mm stent as the stent outer diameter is also listed at 4.6 mm on the sizing table. Based on the reviewed information, no product deficiency was identified.